Event description:
The attending surgeon intended to use the stapler to cut the appendix during a lap appy. When he fired the first load, the stapler made a strange noise. The surgeon opened the stapler and all of the staples fell out. The staples were observed not to be crimped. The staples were picked up and a different stapler was used without incident.